Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, healthcare professionals (hcps), and a manufacturer's representative (rep) regarding a patient who was receiving bupivacaine (12 mg/ml at 2.29 mg/day), morphine (10 mg/ml at 1.96 mg/day), and clonidine (3000 mcg/ml at 575 mcg/day) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain and failed back syndrome - other. The patient reported that the personal therapy manager (ptm) displayed error code 8476 (which indicates a motor stall) and a bell symbol with left and right arrows. The patient tried to obtain a bolus, but got the error code instead; the patient stated that this was the first time this happened. A hcp reported that they were going to have the patient come in, in order to interrogate the pump and read the logs. It was unknown whether the patient recently had magnetic resonance imaging (MRI) performed. The event date was noted as (B)(6) 2016. Another hcp reported on (B)(6) 2016 that the patient was hypotensive and this started around 23:00 on (B)(6) 2016. The hcp was looking for instructions on how to lower the patient's dose for a few hours to see if the symptoms changed. The rep stated that a replacement case was added to the calendar and then cancelled due to patient medical lab (laboratory) issues. Follow-up was conducted for the cause of the motor stall, troubleshooting performed in relation to the motor stall, actions/interventions taken to resolve the motor stall, the resolution status of the stall, the cause of the hypotension, diagnostics/actions taken to resolve the hypotension, and the details of the medical lab issues and whether or not they were related to the pump or therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing.

Event description:
Additional information was received from a company representative. A rotor study or dye study was not performed. The pump was explanted on (B)(6) 2016. After the device was removed, the patient recovered without sequela.

Manufacturer narrative:
Conclusion code was updated.